Event description:
The weld on the right rear side allegedly broke where the rollator folds. No injury is alleged.

Manufacturer narrative:
No serious injury reported. The device was rec'd inspected, and MFR determined that some visible weld penetration on the device may have contributed to the event. Although no injury is reported MFR continues to investigate this incident. MDR is filed as a conservative measure.